Manufacturer narrative:
Patient demographics (date of birth, age at time of event, gender, weight) were requested but not provided. No further patient information was provided at the time of this report or made available in response to follow-up communication. No additional adverse consequences have been reported from this event. This device is used for treatment. Device history record review revealed nothing relevant to this event. Complaint confirmed. A broken needle point was found during our evaluation. Nitinol surface at the distal end of the needle is in good shape. The mating part (instrument) used in the event was not returned. The typical cause for this type of event is the use of excessive force to pass the needle through thick or hard tissue or hitting bone with the needle. There is a label on the device warning the user against re-sterilizing, reusing, hitting bone or use of excessive force as these may result in needle breakage or patient injury. The potential cause(s) of this event will be communicated to the event reporter. If additional relevant information is received, a follow-up report will be submitted.

Event description:
It was reported that the tip of the needle broke off and cannot be located. It cannot be confirmed if it remained in the patient. Visually, it could not be found. No fluoroscopy was performed. Procedure was a shoulder scope with a subacromial decompression. Female patient, age (B)(6).